Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a peripheral vascular intervention / lower extremity run-off, the catheter tip detached within the patients access sheath. The physician had acquired right ipsilateral antegrade femoral access via seldinger technique for introducer sheath placement and access to the patient's left superficial femoral / popliteal artery. While attempting to remove the catheter over an .035 guide wire, the catheter tip detached at the hub of the access sheath leaving part of the catheter tip exposed. The tip was successfully removed with a pair of hemostats. A new catheter was opened for procedure completion.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.